Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during two right hemicolectomy procedures (one (B)(6) 2015), peri-operatively the operation was smooth and there was no additional complications. The device was used to form a trouser leg side by side anastomosis on the selected "blue" staple height along with an ethicon tl90 to complete the anastomosis. Once again during both procedures, there were no abnormal complications and both instruments used; ntlc and tl90 were used correctly. Post operatively problems have occurred with the patient resulting in re-admittance and additional operations subsequently have had to be performed. The first patient on the (B)(6) has had an anastomotic bleed resulting in the patients dropping from hemoglobin level of 120grms/ltr too 60grms/ltr which has resulted in that patient being on a life support machine. The second patient on the (B)(6) is believed to be a failed staple line perforation. This patient is also in ICU due to the failed staple line which resulted in feces poured into the abdominal cavity. All devices and reloads have been discarded.

Manufacturer narrative:
(B)(4). Additional information received: what is the patient¿s current condition?- patient has recovered well. What were the timeline of the events in this procedure?-unknown. How long after the first procedure did the events occur?-unknown. How were the issues mitigated?-re-operated on how was the bleed identified? Was it inter abdominal or intraluminal? Unknown. Were there any abnormal staple forms in the staple line? If yes, where was it located? There were no abnormal staple forms in the staple line. Would the dr. (B)(6) be open to a dr. To dr. Discussion I have discussed this with mr (B)(6) and he would not need a discussion.